Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and multifunction cable (mfc) were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. No pacing events were observed during review of the device data logs. The device was put through extensive testing including bench handling and pacing test without duplicating the report. The device was recertified and returned to the customer. The multifunction cable (mfc) used during the event was scrapped as a pre-caution and a new cable was sent to the customer. Analysis of reports of this type has not identified an increase in trend.